Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple issues. The customer blood glucose level was unknown. Customer declined troubleshooting. Customer states the light button of insulin pump has to press two or three time to make it work or hit just the right spot and sometimes act and esc buttons has to press them more than once, batteries going faster or quicker, scratches on screen can make it hard to read on certain screens and had it happen twice where customer put in a battery and it did not work at first put in another and it worked, when insulin pump rewinds it was a little noisier then it used to be and slower doing it too and had it a few times where it stopped in middle of priming and had to start again. The device will not be returned for analysis.